Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead exhibited failure to capture and high pacing impedance. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. Final analysis found that as received, a complete lead was returned in two pieces with the helix retracted and clogged blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead impedance test was not performed due to condition of the lead, as received. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.